Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4). Analysis of the returned field generator found no fault. The field generator was connected to a test system for 7 hours and the reported problem could not be replicated. Additionally, the flexing cable did not indicate any intermittent opens. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a catheter placement procedure. The electromagnetic (em) emitter had a recognition failure. The issue occurred pre-operative (system set-up) and did not result in a procedure delay. The procedure was completed without aborting imaging or navigation. No complications were reported/anticipated.